Manufacturer narrative:
G4: (B)(6) 2020 b4: (B)(6) 2020 failure analysis on the returned data acquisition (da) board shows that no fault was found on this data acquisition (da) board. Failure investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11dec2019.

Event description:
The service technician reported that during evaluation, pressure regulation high error was observed in the log. The service technician was unable to verify the reported problem. The service technician reported that the unit was not in use on a patient. The service technician replaced the data acquisition board as a precautionary measure to address the error.